Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr of lot #reqk0462 showed no other similar product complaint(s) from this lot number.

Event description:
The catheter was inserted via the left internal jugular. The pt blood pressure rapidly dropped during the catheter placement operation. Although an emergency operation was conducted to treat the pt, the pt's death was confirmed 3 hrs after the operation. It is unk whether the pt's death is related to the product used in the operation and/or to the user. We have requested the hospital for more detailed info of the event. However, the hospital denied providing anymore info.